Event description:
Report received of air noted in the IV line past the filter. The pump was programmed to deliver 1/2 normal saline with heparin 0.5 units/ml at 0.5 ml/hour via an umbilical artery catheter (uac). The set-up for the infusion had the IV bag spiked with convertible pin plumset with soluset microdrip tubing set (list #11976, lot #77125hg) connected to 0.22 micron filter set (list #2694, lot #unk), which had a stopcock connected distal to the filter. It was reported that air was noted between the filter and the stopcock. No air was noted proximal to the filter, until the staff was manipulating the system in order to clear the air. The customer contact reported that after extensive manipulation, they were able to clear the air and continue therapy, keeping the pump in use. It was reported that the customer feels the air-in-line below the filter is an issue of improper priming of the filter vs. Air being trapped in the filter after priming. There was no reported adverse effect to the pt.